Event description:
It was reported from a clinical study that a patient underwent a second stage right total hip arthroplasty followed by an incision and drainage with head and liner exchange. Subsequently, the patient presented to the emergency room with worsening pain. A CT scan showed a large fluid collection. The adverse event was classified as a deep joint infection. An aspiration was performed; however, no further information has been reported at this time.

Manufacturer narrative:
(B)(4). D10: 110010249 g7 osseoti 4 hole shell 62mm h 66840592. 010001001 g7 screw 6.5mm x 40mm j7009622. 010000996 g7 screw 6.5mm x 15mm j7733805. 11-300816 arcos 16x150mm spl tpr dist unknown. Unk head unknown. It was reported that no further information is available, therefore, no product identification information is available or was provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: presented to ER with right hip pain worse with ambulation and movement, onset was one week prior, CT showed 16cm large right hip fluid collection. Classified as deep joint infection, no medical treatment reported. A review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported from a clinical study that a patient underwent a second stage right total hip arthroplasty followed by an incision and drainage with stem, head and liner exchange. Subsequently, the patient presented to the emergency room with worseningpain. A CT scan showed a large fluid collection. The adverse event was classified as a deep joint infection. An aspiration was performed; however, no further information has been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: a1; b5; d1; d2; d4; g3; g4; h2.